Manufacturer narrative:
(B)(4). Other device used: catalog #00434903811, zimmer tm reverse shoulder baseplate, lot #63028432 . This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to the glenosphere disassociating from the baseplate.

Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. The devices were used for treatment. The surgical technique states, "if unable to visually confirm an even, circumferential engagement of the glenosphere to the base plate, consider the use of a fluoroscope to aid in the confirmation. Seating of the glenosphere to the base plate can be examined in the axillary view or in a view parallel to glenoid version. The medial rim of the glenosphere should be parallel to the face of the base plate". It also states to "reconfirm uniform engagement between the base plate and glenosphere by using a small angled or 90 degree clamp to assess for malalignment gaps anterior to posterior, as well as inferior to superior." This is performed after impacting the glenosphere on the base plate. Attempts have been made to obtain additional information; however, no information has been received to date. Due to the lack of operative notes, it is not known if these checks were performed or if the glenosphere was initially circumferentially seated. An exact cause of the reported disassociation cannot be determined at this time. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Zimmer, inc. Considers the investigation closed.